Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus india (omsi), it was found that there was dirt inside of the light guide lens. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Device inspection confirmed breakage of the insertion tube and pinhole at the switch, which could lead to humidity invaded the device inside. Due to humidity invasion, components under the lg lens probably got corroded. Product resulting from the corrosion probably remained as dirt.